Manufacturer narrative:
H10: manufacturer report number. Updated fields: b5, d9, f7, f11, f13, h2, h3, h10.

Event description:
It was reported that the jade balloon was used with a non-abbott sheath via pedal access to treat a lesion in left superficial femoral artery (sfa). The balloon was inflated to 18 atm for 2 minutes and then deflated. Indeflator remained hooked to balloon at negative pressure while balloon was walked of wire. There was resistance and the balloon sheared off at middle point of balloon, leaving half of the balloon about 50mm in-vivo as it was taken out of the body. New balloons across fragmented balloon was placed to snare the fragment and a snare was used to attempt for removal of the fragment. A stent was placed to adhere balloon against the artery wall. Additional information was received and the patient was discharged.

Manufacturer narrative:
Na.

Event description:
It was reported that the jade balloon was used with a non-abbott sheath via pedal access to treat a lesion in left superficial femoral artery (sfa). The balloon was inflated to 18 atmospheres (atm) for 2 minutes and then deflated. An indeflator remained hooked to balloon at negative pressure while the balloon was removed from the wire. There was resistance and the balloon sheared off at middle point of balloon, leaving half of the balloon about 50 millimeters (mm) in-vivo as it was taken out of the body. New balloons across fragmented balloon were placed to snare the fragment and a snare was used to attempt for removal of the fragment. A stent was placed to adhere balloon against the artery wall. The patient's status was unknown.